Manufacturer narrative:
(B)(4). Date sent: 03/26/2021. D4: batch # u5cv0l. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not received. The returned device was found to contain staples in the pockets and the green check mark did not illuminate upon insertion of the battery, indicating that it was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. Upon disassembly, the conductive traces on the flex circuit were found to have cracks which disrupted the electrical continuity, causing the device not to fire. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 07/08/2021 additional information received: medwatch form. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. Additional information received: everything seemed normal. When she went to fire the lighting of the device looked different, a little light, but the room was dark, so she fired and then nothing happened. Took it out, checked the battery to make sure it was inserted correctly, re-inserted and tried again but it did not work. They left the anvil in and got a second device and completed the surgery. The patient did well post-operatively.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, the circular stapler would not fire. The anvil to trocar connection was successful, the battery powered / illuminated the device, and the rotating knob was closed to just below the mid-line of the tissue compression scale. When the trigger was pulled, nothing happened. The safety was put back on then off and the trigger was pulled again. They removed the battery and inserted again with the same result. The stapler was removed, reinserted, attached to the anvil, and still didn t work. Another stapler was retrieved from the shelf and connected to the anvil that was still attached in the sigmoid colon. It was successfully fired. The procedure was delayed by ten minutes and was completed with no patient consequences.